Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device for the malfunction has not been returned to the manufacturer for evaluation; however medical records have been received. The investigation is confirmed for detachment of device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model md800j vena cava filter allegedly experienced detachment of device. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient was reported as a (B)(6) year-old female whose weight was not provided.